Manufacturer narrative:
Following our receipt of one unit and performed visual inspection and found transmitter damage due to chew marks unable to continue with functional testing or verify loss communication and led anomaly. In conclusion, the customer complaint of loss communication and led anomalies could not be confirmed due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer tried charging the transmitter and mentioned that it was not flashing and tried testing it with the test plug, but it still did not flash. The customer did connect it to two sensors, but it did not connect. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884, mmt-7040a. Troubleshooting was performed. Confirmed transmitter serial number was programmed in manage devices screen. Pump was in process of making multiple attempts to reestablish communication with the transmitter and the issue was not resolved and had an led(light emitting diode) light anomly. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-1884. No product return is required for mmt-7040a.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported the loss of communication between insulin pump and transmitter. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-1884, unomedical, mmt-332a. Troubleshooting was performed for loss of communication issue. Confirmed transmitter serial number is programmed in manage devices screen. Pump is in process of making multiple attempts to reestablish communication with the transmitter and the issue was not resolved and had an led anomaly. Troubleshooting was not performed for high blood glucose, it is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-7040a. The customer will discontinue use of the transmitter. Mmt-7841zn was requested and the customer response was that the device will be returned. No product return is required for mmt-1884. Product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 and h6- health effect - clinical code "1905" with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.